Event description:
It was reported that the patient's programmer would not turn on anymore, even with new batteries. About 2 weeks ago they changed the batteries (due to normal programmer battery depletion) and programmer was ok for a few days, but the next time they went to use their controller, it was really hot, even inside the battery compartment. They removed the batteries and cleaned the springs/connections with a cotton swab and a tiny bit of rubbing alcohol and let everything dry then tried new batteries, but the programmer wouldn't turn on. They confirmed they were regular alkaline batteries. They did not see any damage to the batteries compartment. A replacement device was requested.

Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97740 programmer, serial number (B)(6), revealed a battery corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.